Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was programed with incorrect concentration of fentanyl. In the electronic medical record the concentration stated 20mcg/ml, however the pump concentration was 10 mcg/ml which showed the incorrect dose infusing. There was patient involvement and no harm.